Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose between 19 to 35 mg/dl for the past 3 weeks. Customer declined to troubleshoot. Insulin pump will not returned for analysis.